Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 32 mg/dl at the time of the incident. The customer was given sliding scale manual injections to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer believes the pump may be over delivering. Troubleshooting was completed but did not resolve the issue. The customer had other low events on (B)(6) 2019. The customer alleges pump was over delivering as the insulin pump may not be functioning or the settings were not working. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The customer was advised to monitor blood glucose until replacement arrives. The devices will not be returned for analysis.